Event description:
The family member called lifescan on behalf of the pt and alleged the one touch ultra meter would not turn on. On an unk meter the pt had readings of 180 mg/dl and 220 mg/dl. The pt was feeling fatigued. A medical professional was contacted for advice. The pt was given oral medication for diabetes. The customer care rep performed troubleshooting and the issue was not resolved. There is evidence the product malfunctioned and the meter was replaced with return expected.